Manufacturer narrative:
Concomitant medical products: product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the leads were replaced because it was not in the right place (B)(6) 2020.